Manufacturer narrative:
UDI: (B)(4). One (1) mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot no: gm4697605] was returned to the customer quality unit (cqu) for evaluation. Visual examination revealed that the hexlobes on the x-25 driver¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. This damage is consistent with a driver that was subjected to unanticipated forces during the tightening process, resulting in the distal tip of the driver becoming stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the driver¿s distal tip becoming stripped cannot be positively determined. However, the noted damage is consistent with a driver that was subjected to unanticipated forces during the tightening process, resulting in the distal tip of the driver becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be performed. Follow up will be filed with the findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Today, we had an l4-5 posterior fusion using expedium 5.5. When final tightening, the expedium 5.5 x25 final tightener shaft (2797-12-600 lot#gm4697605) slipped two times out of the l5 screws. The surgeon put the tip back in the set screw and used a mallet to make sure the tip was as far seated into the cap as possible. Once again, the tip of the final tightener shaft still slipped out of the cap. We pulled a different x25 final tightener shaft out of a pan and successfully finally tightened all 4 of the caps. The case was completed successfully and without patient harm. We will need a replacement. The caps involved will not be returned.